Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that the injector was injecting juvéderm ultra¿ xc in the nasolabial fold and the ¿needle popped off¿. There were no injuries to the patient or staff. The packaged needle was used.